Event description:
On september 12th 2023, insulet was made aware that a patient passed away on (B)(6) 2023, while using the omnipod 5 system for his diabetes therapy management. No allegation of a device malfunction was reported and the reporter stated that the cause of death was unknown, and is pending a report from the coroner. During a follow-up call with the reporter, the reporter stated the patient experienced an hypoglycemia event (no exact blood glucose results were provided) during the morning on (B)(6) 2023 which he treated (no information on the administered treatment was provided). Reportedly, the patient experienced a low blood glucose reading (exact value is unknown) afterwards. It is unknown how much time passed between the hypoglycemia event and the other low blood glucose result. The reporter stated that no other data is available. The reporter stated the omnipod 5 devices are not available to be returned for investigation at this time, but when they are made available, they will be returned to insulet.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.